Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a stimulator and it never worked. The battery was now dead and they weren¿t going to go any further with it. It was noted it was a complete waste of time. No symptoms or further complications were reported or anticipated.